Event description:
It was reported that the patient had a ventricular perforation with and without tamponade. Additionally, they "had hemothorax and pleural injury with pneumothorax occurred". Additionally, the lead had increased thresholds on day after implant and suspected dislocation. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.